Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and revert to back up plan and agreed to return the device for analysis.

Manufacturer narrative:
Open book/critical pump error after battery installation. The critical pump error was generated by pump error 3 per boot loader traces, problem was isolated to corroded motor assembly. Traces of moisture were found at the printed circuit board per visual inspection. Unable to perform functional test including self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with missing retainer and reservoir tube lip o-ring. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay. Unit was received with faded serial number label.